Manufacturer narrative:
The insulin pump had normal operating currents and no battery alarms were noted. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, a cracked case at the reservoir tube window corners and a missing end cap sticker.

Event description:
It was reported that the customer received recurring failed battery test. The batteries only lasted a week. The customer's blood glucose level was 163 mg/dl. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.